Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to implant an ipg. During the procedure the patient experienced atrial fibrillation. The patient was referred to a cardioogist where the patient was given a healthy diagnosis.

Event description:
Follow up information identified the patient did not have a prior history of atrial fibrillation.